Event description:
Customer reported receiving inaccurate high readings. Customer received readings of 177 and 115 mg/dl from the meter. Lab readings for comparisons with 10 minutes yielded results of 89 and 85 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.